Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that for 3-4 days the customer¿s adc blood glucose meter was turning off after a sample had been applied and the countdown started, but before providing a reading. On (B)(6) 2016 at 8:30 am the caller went to the customer¿s house and found her unresponsive, but ¿making a funny sound.¿ the caller was unable to perform a blood test using the adc meter. The caller contacted 911 and the customer was taken to a hospital, where she was diagnosed with hypoglycemia. The caller indicated that the customer received treatment at the hospital to increase her blood glucose, but did not know specifically what the treatment was. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report is being filed as a correction.